Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was stated that there was a 1cm infusion site nodule. There was a patient involved and no patient harm/adverse event reported.

Manufacturer narrative:
Additional information stated that the subject reported was not related to the troubleshooting guidance, potential causes for infusion site reactions are improper rotation, hygiene, and infusion site selection. There were no changes in physical activity after the infusion site was initiated, and there were no changes in infusion site preparation activities. The infusion site was located on the abdomen.